Manufacturer narrative:
Customer instructed to clean gold contacts on scope, lightsource sockets with maj-2087 ( lightsource cleaning kit). The subject device will not be returned due to issue being resolved through troubleshooting by cleaning the scope gold contacts. The investigation however is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported to olympus, the light source showed a b30, communication error when plugging in a 190 scope. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that it was error caused by the gif-h190 (evis exera iii gastrointestinal videoscope) device that was combined with the subject device. However, the specific root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction". Olympus will continue to monitor field performance for this device.